Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed. Failure analysis found the primary failure of failed intuitive motion. Visual inspection found no damage. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in a directions. The grips open and close properly. This instrument grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly on several attempts. The instrument moved in an imprecise motion. Root cause is not determined/applicable. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause cannot yet be determined based on the information provided and failure analysis investigation. A review of the device logs for the fenestrated bipolar forceps instrument (part# :471205-17/ lot#: k10220620 0710 was last used on (B)(6) 2022 on system sk3991 with 5 uses remaining for a paraesophageal hiatal hernia procedure. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da vinci assisted paraesophageal hiatal hernia surgical procedure, fenestrated bipolar forceps instrument did not articulate properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: operating room staff informed the reporter that the instrument did not move the way it was supposed to behave. The reporter does not have further information available.